Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a fluid leak from their liberty cycler set during their pd treatment. The patient reported received an air detected in cassette alarm during dwell 4 of 4 of treatment and the treatment was cancelled. At that point, the fluid leak was found from the line of the cycler set. It was reported that the patient would revert to an alternate treatment and the patient was advised to follow-up with their peritoneal dialysis registered nurse (pdrn) to notify them about the event. Upon follow-up, the pdrn confirmed that the patient is trained on manuals and stat drains if needed and the patient was able to complete treatment on the cycler. The patient did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The cassette used by the patient is not available to be returned to the manufacturer for evaluation because it was discarded.